Event description:
Re-evaluated in 4/03. Pt developed staph infection one month post-op. Original surgery in 2003. Positive culture for staph from knee fluid. Negative culture for staph from graft. Tissue graft originated tissue bank.